Event description:
Per the clinic, the patient experienced redness at the implant site and subsequently was treated with topical antibiotics (specific date and duration not reported). Explantation of the device and reimplantation is planned but has not taken place at the time of this report.

Manufacturer narrative:
This report is submitted on december 05, 2022.

Manufacturer narrative:
Device analysis report is attached. This report is submitted on march 28, 2023.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2023. There are no plans to reimplant the patient with a new device as of the date of this report. This report is submitted on february 02, 2023.